Event description:
It was reported that the implant at tooth site #22 was removed due to infection in the maxillary bone.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided a summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem: corrected, h11: additional narrative. Zimvie received one (1) bopt4313, (t3® tapered implant 4/3 x 13mm) for evaluation. Visual evaluation was performed; the implant has slight wear with bone debris on its internal and external threads. However, no damage to the implant was identified that would cause or contribute to the event. Markings due to the removal process. Measurements match drawing. DHR review was completed for the subject lot number 2120022238. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120022238 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: medical: other¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.